Event description:
Possible tampering of cassette by pts' caregiver. The printout log from the cadd prizm pump did not match what was in the cassette. Got the printout for the coroner. Coroner called, pump attached to our pt and pump reading did not match what coroner said was in cassette.